Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the door closing mechanism was working properly by multiple closure tests. It was observed that something was loose inside the gantry during a 3d scan. The rep opened the gantry and inspected it thoroughly. The only thing that was found was that the cable magnet assembly needed cleaning. The rep cleaned the cable magnet assembly and calibrated the system. The customer reported that the top cover got stuck under the bracket when the system was parked up against a wall and it was deduced that this was the root cause of the issue.

Event description:
A site representative reported that the gantry would not open and close smoothly and appeared to be getting stuck. No patient was reported as being present during the time of the reported incident.